Event description:
It was reported that the user attempted to correct a high glucose by entering a second breakfast announcement into the ilet system, and they were counseled not to use meal announcements as a correction due to risks and potential algorithm maladaptation. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting with no alarms reported. Investigation included case review and user coaching on correct use of meal announcements. Investigation of this case revealed user technique error related to misuse of the meal announcement feature rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error.